Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is 60mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump as minor scratched display window, cracked case at the display window corner and with cracked reservoir tube lip.